Event description:
Customer complained about his insulin pump having an insulin delivery anomaly. Customer stated that on may 11 the insulin pump over delivered insulin because he received 22 units of insulin which were not programmed on his device. Customer stated that because of that, he experienced low blood glucose but was not hospitalized. Blood glucose level at time of the incident is unknown. Customer was assisted on reviewing the insulin delivery history. Although the bolus rates history for the date of the incident could not be reviewed as it only went back up to date (B)(6) ; it showed that it had a maximum of 22 insulin units set up for bolus which could have been programmed and delivered by accident and that the daily totals for that day were 82 units. Customer states he regularly gets between 37 and 50 insulin units daily. Customer confirmed no other similar events have occurred and that he would be monitoring his insulin pump. Current blood glucose is 206mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.